Event description:
A service call ticket was generated with the following text: "dead battery." There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.